Manufacturer narrative:
The mammomark biopsy site identifier is a sterile, single use device intended for use after an open surgical or percutaneous breast biopsy procedure to mark the biopsy site. The device is not available for analysis, which precludes a full investigation and analysis of the root cause. However, this failure mode is identified in the risk management file and will occur at the end of the procedure and involves the marker tip physically breaking. The failure mode involves the tip of a side deploy marker shearing on the cutter of a disposable probe and separating from the body of the marker. Should this failure mode occur, there is a chance the broken marker tip may be left in the patient's breast. Current IFU lists this failure mode as a potential adverse event if device is misused. Based on patient consequences of unintended piece of the device of the device left in the biopsy site, and the need for additional surgery to remove, and purusant to 21 cfr 803. We are submitting this medwatch report.

Event description:
It was reported by the affiliate that during a clip placement/ biopsy site marking procedure the radiologist didn't do the right process to drop the marker. The introducer clip stayed in the patient breast. Patient will have a surgical treatment. The hospital is aware of the misuse of device. This event is documented in our system as complaint#(B)(4).